Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with systemic sepsis. The physician explanted the entire implantable cardioverter defibrillator (ICD) system due to infection. The patient was in stable condition.